Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and external ram crc error. The customer states they had loud pitch sound. The customer states they had a blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.

Manufacturer narrative:
The customer has called back after receiving a new battery cap. The customer stated the insulin pump started with the high pitch, none of the button will work and the display screen stayed and about four minutes it went blank at that point. The customer also stated that unexpected restart occurs immediately after inserting a new battery. The customer was advised the insulin pump will need to be replaced due to the battery cap being replaced; losing power without warning and the screen anomaly after the battery was removed. The customer was advised discontinue the use of the insulin pump and revert to a backup plan per health care professional instructions.

Manufacturer narrative:
The insulin pump was received with frozen screen and had a constant watchdog alarm; the problem was isolated to mother board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify button keypad anomaly and external ram crc error, unexpected restart alarm due to frozen screen. However, the insulin pump powered up properly after battery installation. No blank display noted. No damage or moisture on keypad trace noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.